Event description:
It was reported that before updating the pump with the prime healthcare provider (hcp) changed the concentration of drug in the pump and she was prompted to do a bridge bolus. She updated the pump with the bridge and then realized she did not prime the catheter. The bridge was stopped and a prime bolus for the catheter was programmed. Drug delivered via the device was lioresal (old concentration 2000 mcg/mg delivered at a daily dose of 517.4 mcg, new concentration attempted was 500 mcg/ml at a daily dose of 473.46 mcg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: 2003-(B)(6), explanted: unk; catheter model: 8731, lot #: b002710n53, implanted: 2003-(B)(6), explanted: unk.